Event description:
On (B)(6) 2025 a patient underwent in the superficial femoral artery severely calcified lesion using crosser catheter. It passed through some of the calcification, it became stuck and the tip was damaged by detachment. A new crosser was used again and the procedure was completed successfully.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser catheter that are cleared in the us. The pro code and 510 k number for the crosser catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser catheter that are cleared in the us. The pro code and 510 k number for the crosser catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and was noted to have peeling over it. Material separation was noted between the distal tip and catheter sheath but still attached. The distal end of the guidewire tubing was noted to be jagged where material separation is present. The inner guidewire lumen was exposed and still attached to the catheter sheath. No functional testing was performed due to the condition of the device. Therefore, the investigation is inconclusive for the reported advancement failure as the conditions of use cannot be replicated. However, the investigation is unconfirmed for the reported detachment no detachment was noted but is confirmed for the identified material separation as separation was noted between the distal tip and catheter sheath. A definitive root cause for the reported detachment, failure to advance and identified separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent in the superficial femoral artery severely calcified lesion using crosser catheter. It passed through some of the calcification, it became stuck and the material separation was noted. A new crosser was used again and the procedure was completed successfully.